Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2012 and suture was used. The needle deswaged during routine use. Another like device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The loose detached needle was visually examined and found to have correct swage and good swage compression. Needle was cross-sectioned and found to have good hole shape/depth and suture remnant was found in needle barrel. No attachment anomalies were found. Since no attachment anomalies were found and the detached suture was not received the root cause cannot be determined.